Event description:
Related manufacturer reference number: 2017865-2021-32546. It was reported that the patient was presented in clinic with elevated threshold and r wave amplitude variation on the right ventricular lead. Chest x-ray showed that the right atrial (ra) and right ventricular (rv) leads' slack were pulled back and at risk of dislodgement. The rv lead was repositioned successfully on (B)(6) 2021. During the repositioning procedure, it was noted that the ra lead exhibited an insulation breach. The ra lead was explanted and replaced. There were no patient consequences.